Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the insulin exited. The customer was treated with manual injection. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Auto mode information has submitted with this report. (B)(4).

Event description:
Auto mode feature was off on insulin pump at the time of incident.